Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath (clear) was selected for use. However, during the pre - mapping phase, air ingress was observed. Air was noted even after aspiration. A leak was also observed. The device was replaced and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.